Event description:
The manufacturer received information alleging patient wakes up to dry mouth because air just blows air and then patient wakes up choking, difficulty breathing/short of breath to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to patient wakes up to dry mouth because air just blows air and then patient wakes up choking, difficulty breathing/short of breath related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and dark contaminant found at the blower seal on the blower box . The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they confirmed presence of dark grey contaminant in the blower seal of the blower box that appears consistent with potential keratin observed by the manufactrer and there is no evidence of sound abatement foam degradation and break down.